Event description:
Healthcare professional reported "breast prosthesis with grade IV contracture". This record is for the right side. Device remains implanted and it is unknown if it will be returned.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Manufacturer narrative:
A review of the device history record (DHR) has been completed. No deviations or non-conformances noted.

Event description:
Patient was prescribed montelukast.